Manufacturer narrative:
(B)(4).

Event description:
During an af procedure, the catheter was connected to the tactisys system, but the contact force did not appear on the precision screen (the values appeared in pink) and the following message appeared: ¿tacticath is intended for single use only¿. The catheter was exchanged which resolved the issue. The procedure was completed with no adverse consequences for the patient.

Manufacturer narrative:
The returned device was inadvertently programmed during manufacturing, consistent with a loss in contact force functionality and with the reported event.